Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported fistula. Fistula is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case specific circumstances as the patient was hospitalized and vascular surgery was performed to repair the fistula. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024 a patient presented with grade 4 degenerative mitral regurgitation (mr) and a prolapsed posterior mitral leaflet for a mitraclip procedure. Two mitraclips were implanted and the mr was reduced to grade 2. On 03mar2024, a souffle was detected in the groin. The physician suspected a fistula, which was confirmed by angiography. The physician cannot determine if the steerable guide catheter (sgc) caused or contributed to the fistula. On (B)(6) 2024, vascular surgery was performed to repair the fistula. The groin was closed with a figure 8 suture. The patient was stable and moved to recovery. The patient was discharged on (B)(6) 2024.